Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. The shaft and hypotube were examined. There were numerous hypotube kinks. The balloon had a complete circumfrential tear at the distal edge of the proximal balloon cone. The inner shaft was completely separated. The fractured end were stretched and jagged, which suggests that the separation may be related to tensile overload. The distal portion of the balloon including the separated potion of the balloon, markerbands and tip were not returned for analysis. The inner shaft was buckled at the bi-component weld. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.00mm x 8mm nc emerge® balloon catheter was advanced to dilate the lesion. However during inflation at 20 atmospheres, the balloon ruptured. The device was removed however, the balloon tip got detached. Angiogram was performed and revealed that the fragment was inside the blood vessel and was attempted to be retrieved. However, the fragment moved into the small branch and was unable to be retrieved. It became in to a form like peripheral embolism but since the condition of the patient was stable so the procedure was continued. Resistance was felt in the calcification. There were no particular major changes on the location where the fragment moved and the procedure was completed using a different device. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.00mm x 8mm nc emerge® balloon catheter was advanced to dilate the lesion. However during inflation at 20 atmospheres, the balloon ruptured. The device was removed however, the balloon tip got detached. Angiogram was performed and revealed that the fragment was inside the blood vessel and was attempted to be retrieved. However, the fragment moved into the small branch and was unable to be retrieved. It became in to a form like peripheral embolism but since the condition of the patient was stable so the procedure was continued. Resistance was felt in the calcification. There were no particular major changes on the location where the fragment moved and the procedure was completed using a different device. No further patient complications were reported.